Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain endoscopic procedure the user successfully ligated the base of a lesion with the clip of the subject device; however could not release the clip from the subject device as usual. The facility reportedly happened to release the clip at last during the facility operated the angle of the endoscope and moved the endoscope itself to release the clip. It was reported that the procedure was completed using the subject device, and there was no patient injury.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Instead of the subject device, omsc received another hx-201ur-135l with the same lot and confirmed there was no irregularity in the hx-201ur-135. Omsc reviewed the manufacturing records of the lot and confirmed that there was no irregularity. Omsc concluded that the phenomenon likely occurred because the facility did not finish the clipping completely and tried to release the clip forcibly. "Do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is no pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage." This report is being submitted as a medical device report in an abundance of caution.